Manufacturer narrative:
The reported event that the ineffective stimulation was not confirmed. As received, the returned ipg could communicate with a test standard patient programmer and displayed a low battery message. Functional testing revealed the returned ipg charged normally and passed a discharge test. The discharge test showed that the ipg provided 82 hours of stimulation on a full battery recharge, which is normal.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg as explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
Additional information received identified that the ipg was still operable and patient had to charge more frequently than recommended. Patient did not lose therapy prior to the replacement.